Event description:
It was reported the physician found a leak in the distal lumen hub during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the distal extension contained two holes directly adjacent to the luer hub (brown hub). The holes were located on opposite sides of the extrusion. The extension line was still molded within the luer hub and had not fully separated. The catheter body length from the juncture hub to the point of separation measured 168mm which is within the specification limits of 157mm-177mm per the catheter graphic. The distal extension line outer diameter measured 2.15mm which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.448mm which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter". When the distal line was flushed, water leaked from the holes adjacent to the luer hub. The medial 1, medial 2, and proximal lumens flushed as intended. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained two holes directly adjacent to the luer hub. When the distal line was flushed, water leaked from these holes. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature. Corrected data: section d.1.-brand name corrected to arrow cvc set: 3-lumen 7 fr x 16 cm section d.4.-catalog# corrected to cs-22703-e

Event description:
It was reported the physician found a leak in the distal lumen hub during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).